Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance with sensor calibration. Blood glucose level at the time of the incident was 65 mg/dl. The customer also reported that a couple of weeks prior to the call, her blood glucose level went down to 30 mg/dl. Customer reported treating with glucose tablets. The insulin pump was not replaced or returned for analysis.